Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when trying to fill balanced salt solution (bss) an ophthalmic cannula occluded and was not able to inject fluid. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at investigation site for evaluation for the report of clogged hydro cannulas; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when trying to fill balanced salt solution (bss) an ophthalmic cannula occluded and was not able to inject fluid. Procedure details and patient impact have not been provided. Additional information received sixty ophthalmic cannulas were occluded during multiple surgeries. The surgeries were completed using alternative product and there was no patient harm. Due to the recurring issue with he cannula becoming clogged during the procedure eventually the cannulas in the custom packs were disposed of and new were opened.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received sixty ophthalmic cannulas were occluded during multiple surgeries. The surgeries were completed using alternative product and there was no patient harm. Due to the recurring issue with he cannula becoming clogged during the procedure eventually the cannulas in the custom packs were disposed of and new were opened.